Manufacturer narrative:
The field service engineer replaced the sample probe and the customer has had no further issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant bilt3 bilirubin total gen.3 result for one patient sample on a cobas 6000 c (501) module. The initial bilt3 result was 13.00 mg/dl and the repeat result was 16.00 mg/dl. It was not known if erroneous results were reported outside of the laboratory. The bilt3 reagent lot number and expiration date were asked for but not provided. There was no allegation of an adverse event. The calibration and qc were within specifications.